Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During setup for patient use, the thermogard system ((B)(4)) powered off by its own and when the console was powered back on, the unit would not advance past self-test. The unit was powered on for approximately 20 minutes. The customer tried to power cycle the console again; however, the issue persisted. Another system was used to initiate therapy. No patient consequences reported.